Event description:
Complainant alleged that while in transport, attempting to monitor a patient (age and gender unknown), the device shut down for approximately 2 seconds and then rebooted itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.